Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that an expired launcher device was used in a patient procedure. The product was sold to the account on consignment. Medtronic are responsible for monitoring product at the account. Short dated/expired products are controlled by doing monthly stock counts and removing short dated stock. The stock management department send monthly short dated stock lists. This product did not reflect on any of the rep's 2018 expired stock list as it was written off in 2017. Hospital staff placed this particular product in another theatre which is not where the rep's consignment stock is kept nor where the rep's direct clients do their procedures. Therefore, the rep could not find the product in the theatre which their consignment stock is kept. The rep also checked the hospital pharmacy and did not find the item, so it was written off in (B)(6) 2017.